Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported loose distal end/bending rubber tear issue could not be determined, however, the issue was likely the result of stress applied to the tip of the device during user handling/mishandling. The event can be detected by following the instructions for use section below: bf type 60 series operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the oes bronchofiberscope, insulation at the distal end has come loose. The issue was found during the reprocessing. There was no procedure involved. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the bending section cover was damaged. Also, evaluation found the bending section cover adhesive was leaking, the distal end was damaged, the bending tube was deformed, the connecting tube was squeezed, the diopter ring was scratched, and angulation was reduced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.